Event description:
It was reported that the pt was re-implanted on (B)(6) 2012. According to the info received, the pt has an allergy to the materials used for the reference electrode. The skin had opened three times over the implant body, even after several revision surgeries.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.